Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product tsv4h16 - imp,tsv,4.1mm,dual sel,ha 61047024, tsv4h16 - imp,tsv,4.1mm,dual sel,ha 61047024 and tsvh13 - impl tapered scr-v ha 3.7 mm 3.5mm 13mm 61071122. H6: event problem code: 4577: swelling/edema.

Event description:
It was reported that the implants at tooth sites 24 and 26 were removed due to peri-implantitis. Pain and swelling were reported as a resut of the event. Patient will have to return to place new implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name unknown / not provided. D3: manufacturer email address. D4: additional device information. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G4: premarket identification k011028/k013227. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.